Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube, tactile testing confirmed kink. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion exhibiting 95% stenosis located in the mid left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated once at 8atm for 8 seconds. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to high resistance when attempting to advance the stent forward. The patient was reported to be alive with no injury. The device was returned with no stent. It was reported that the stent was deployed in the patient's blood vessel where it dislodged, and could not be removed from the patient's body and could not be returned. After the stent was dislodged, it could not be deployed, and a new balloon was introduced, and the stent was deployed in situ.